Event description:
It was reported, the camera head did not have video. The issue occurred during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. Device evaluation found that there was no image and it was due to a faulty charge coupled device. Additionally, other evaluation findings include the following: slice on the cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.